Event description:
The manufacturer received information alleging that while the patient was at the clinic to have the device checked, it was not turning on. The patient reported that the machine started smelling like burnt electricity when plugged in. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging that while the patient was at the clinic to have the device checked, it was not turning on. The patient reported that the machine started smelling like burnt electricity when plugged in and getting warm to touch. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation of the device at the third-party service center, the device was visually inspected and there was evidence of traces of burn on device's components. Additionally, the pca was damaged, and it was replaced due to error 84. The blower box and iso port were contaminated. There was a total of 1 error displayed in the error log. The device was scrapped.